Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct375 12.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os). One day post-operatively, the lens spontaneously rotated from 86 degrees to 45 degrees. Reportedly, the lens position was verified before surgery by manual marking and a verion digital marker. The patient had a refractive surprise, as reduced vision for distance was experienced. Reportedly, the patient's acceptance was -0.50 x 2.00 x 70 degrees. Pre-operative visual acuity was 6/60 and post-operative visual acuity was 6/18. A re-rotation of the lens is being considered at the moment to reduce astigmatism. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.